Event description:
Patient said she lost 30lbs and the battery is loose and it hurts when she pushes on it. Issue has been ongoing for 1.5 year. Patient was authorized to have implant replacement but due to illness she wasn't able to get the replacement. Patient said the top of the implant is about a quarter inch deep, but the bottom is half and inch deep, implying the implant angles in-ward, which could affect recharging. Patient to see hcp if recharger replacement didn't resolved recharging issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.